Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -14.75 percent. There was no patient involved.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint. Delivery accuracy testing found the pumps average delivery error to be within the published specification.